Event description:
It was reported that the patient's implantable neurostimulator (ins) pocket hurt and was painful "randomly." Additional information reported that an x-ray confirmed that the ins had flipped. It was noted that the cause of the issue was not determined. It was further noted that the revision was completed and the patient was doing well at the time of the report.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that the patient was recharging fine with 8 bars for a month, but during (B)(6)-2013, the patient had a maximum of 2 bars. It was noted that the implant was parallel to the skin, in the clavicle area. It was noted that the manufacturing representative could tell that he was over the implant as it was ¿easy to palpate.¿